Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the rear therapy electrode (te) pads. The patient's nurse decided to remove the lifevest to help the rash heal. Follow-up indicated that the patient's physician prescribed a water based medication and that the rash had gotten much better after using it.